Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tube there was poor separator movement. The following information was provided by the initial reporter. The customer stated: there was "poor separation of samples in tube."